Manufacturer narrative:
D9 - product received date 8/12/2025. H3/h6 - test data. One device was received for evaluation for the complaint that the pump exhibited an air in line error, and the pump could not be started. The review of event log found that there are no errors related to the customer complaint. The review of service history found that there were not services reported previously. The visual and functional testing was performed. The complaint was confirmed, and the probable root cause was due to the air detector. The air detector was a replaced. Performance verification tests were performed and all tests passed within specifications.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited an air in line error. The pump could not be started. There was no patient involvement, no patient injury was reported.